Event description:
It was reported by the rep the device was used during a left upper lobectomy. It was reported during the case the tx30v opened and surgeon simulated and removed and replaced cartridge in preparation of stapling and device reloading of device for transection of apical posterior branch of main pulmonary artery. Device was approximated around vessel. The closing lever applied and stapler closed. Surgeon attempted to fire device and it would not. The rep (present) suggested to reload with new cartridge. After removal of device from vessel surgeon elected not to open device and reclosed device. During reclosure, surgeon claims vessel was torn requiring surgeon to apply direct pressure to provide hemostasis. Vessel was then sutured closed and case completed. The pt required one unit of blood.